Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The biomedical engineer at the facility informed the stm that all other checks of the pm passed successfully with exception of high pressure transducer test. The stm powered the system on, connected known balloon, connected known trainer and initiated pumping. The iabp functioned correctly without any alarms or errors detected. The stm then entered the system diagnostics and attempted to calibrate high pressure transducer. The test failed with error "offset out of range"; troubleshooting revealed x4 was faulty. To address the issue the stm replaced high pressure transducer and high pressure regulator. The stm performed a full pm, calibration, all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by the customer that the high pressure transducer test failed on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event reported.